Event description:
The technician alleged the nurse call was not functioning from the bed. No pt impact.

Manufacturer narrative:
The technician reconnected the communication cable to resolve the issue.